Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms in the bipolar pacing configuration. The measurements had been out-of-range for the past ten months; it was reported the lead had been changed to the unipolar configuration. At the current device follow up, oversensing of noise was observed on the electrograms, resulting in pacing inhibition. Sensitivity in the rv was reprogrammed to avoid oversensing. A lead revision was planned. No additional adverse patient effects were reported due to the rv lead issue.

Manufacturer narrative:
As of today, this rv lead remains in service. This investigation will be updated should further information be provided.